Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-09-30, UDI #: (B)(4), return date: 2018-05-09, mfg date: 2016-09-30, (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-12-31, UDI #: (B)(4), return date: 2018-05-09, mfg date: 2016-12-31. (B)(4). Heartware ventricular assist system ¿ battery/(B)(4)/ model #: 1650de / expiration date: 2017-10-31, UDI #: (B)(4), return date: 2018-05-09, mfg date: 2016-10-31, (B)(4), heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: n/a, UDI #: n/a, return date: 2018-05-09, mfg date: n/a, (B)(4). Heartware ventricular assist system ¿ battery/ (B)(4)/ model #: 1650de / expiration date: 2017-12-31, UDI #: (B)(4), return date: 2018-05-09, mfg date: 2016-12-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited power switching on five batteries. The controller and all associated batteries were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One controller and five batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries and controller revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller, (B)(4) contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving bat360986, bat360976r01, bat360187r01, bat360146, and bat360121r01. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Momentary disconnections were investigated internally. If information is provided in the future, a supplemental report will be issued.